Event description:
Boston scientific received information that a lead safety switch was triggered on this right ventricular (rv) lead. It was reported that impedances have been stable around 400-700 ohms. In-clinic troubleshooting was performed with isometrics, arm movement, reaching across to the opposite shoulder which were all negative. There are some ventricular tachycardia (vt) events stored due to noise, which started several months prior and current electrograms are clean without noise. The patient is not pacer dependent and is not symptomatic. It was reported that this lead was programmed back to bipolar and normal follow-ups were going to be continued.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.